Manufacturer narrative:
Batch review performed on 6 sept 2021: lot 2009458: (B)(4) items manufactured and released on 16-feb-2021. Expiration date: 2026-feb-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Another device involved: batch review performed on 6 sept 2021: liner: versafitcup dm 01.26.2854mhc double mobility hc liner ø 54/28 (k092265) lot 2010827: (B)(4) items manufactured and released on 10-nov-2020. Expiration date: 2025-oct-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
The patient came in reporting pain due to a dislocation of the liner from the cup. The cause of the dislocation is unknown. The same day of the primary surgery, the surgeon revised the cup, head, liner and stem. The surgery was completed successfully.